Event description:
During implant procedure, the helix of the right atrial (ra) lead failed to be extended and retracted. Additionally, increased pacing impedance was observed on the ra lead. The ra lead was not implanted and a new ra lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events were helix mechanism issue and high pacing lead impedance. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning the blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of high pacing lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.